Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a unexpected restart. Customer's blood glucose value was unknown. Customer also reported that the insulin pump had motor error. Customer reported that the drive support cap appears normal. Customer was able to complete pump rewind. The device will be returned for analysis.